Manufacturer narrative:
The device was requested for eval, but was not returned because it was discarded by the facility, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested, but not provided, therefore device history record review could not be conducted. Based on the info provided, the most likely cause of this type of event is an adverse reaction of the pt to the material(s) used topically at the surgical site, either pre-operatively for skin prep, or post operatively for the wound dressing. The potential causes of this event are being communicated to the event reporter. If add'l relevant info is obtained from the investigation, a f/u report will be submitted.

Event description:
It was reported that the pt had a post-op reaction described as blistering of the skin. F/u with the reporter provided info that the blistering was severe; it appeared within the first 1-2 hrs post-op and was located above/proximal to the surgical wound. There was no blister pattern with regard to the dressing pads. The dressing was removed and a different kind of dressing was applied. The pt's symptoms resolved, but he was referred to a dermatologist. The reaction was thought to be an allergic contact dermatitis most likely from the pre-op skin prep (chlorhexidine/alcohol and betadine) and possibly from the post-op dressing. The surgeon is unaware of any treatment required for the pt; the symptoms resolved and the pt's current condition is fine. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.